Event description:
A device was returned to a third party service center. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third party service center, the device was visually inspected, and dirt particles were found. The device was scrapped.

Manufacturer narrative:
H3 other text : third party service center.

Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.